Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was torn up. The dso seal was replaced.

Event description:
It was reported that the dso seal was damaged and it occurred during testing.